Event description:
On february 12, 2009, the lay user/patient contacted lifescan (lfs) alleging that her one touch ultramini meter was reading inaccurately high compared to her feelings and/or past readings. The complaint was classified based on the customer care advocate (cca) documentation, since the medical affairs specialist (mas) was unable to reach the patient by phone. The patient reported that on the morning of two days prior, she obtained an alleged high reading in the "170 mg/dl" range (actual result unknown). Immediately after obtaining the alleged high reading, the patient claimed she developed the symptom of shakes. In response to the symptoms, the patient stated she drank juice and ate crackers. During troubleshooting, the cca confirmed that the patient was using the correct testing technique; however, the cca noted that the patient did not clean the puncture area properly and discovered that the code number on the meter did not match the code number of the test strips in use. Replacement products were sent to the patient. This complaint is being reported because, the patient claims she reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in supplemental report.